Manufacturer narrative:
Investigation summary: tested 5x retained and 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retain or return testing. A quidel representative visited the site and did not observe anything that may have contributed to the event. Source: phone.

Event description:
Reported 1 false positive sars result for one patient. Unknown if the patient was symptomatic or asymptomatic. The customer communicated the result was confirmed negative upon repeat. The customer conducts high volume sars testing and had a testing event where 29 suspected false positive results were received. This report captures one of the 29 suspected false results. Most were negative upon repeat and some results were confirmed with molecular testing. The customer did not have issues with the same lot number that was in use before the testing event.